Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: left coil migrated to uterus"), pelvic congestion ("pelvic congestion syndrome"), pregnancy with contraceptive device ("she had a child in (B)(6) 2011/ pregnancy (with comlication)") and ovarian cyst ruptured ("ovary bust") in a 32-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's medical history included multigravida, multiparous and miscarriage. Previously administered products included for an unreported indication: depo shot from 2000 to 2002. Concurrent conditions included obesity, methicillin-resistant staphylococcus aureus infection, fibromyalgia, adhd, bipolar disorder, seizure, osteoarthritis, acute appendicitis, allergic reaction to analgesics (nausea and vomiting), allergic reaction to analgesics (rash and edema) and penicillin allergy (rash and edema). Concomitant products included alprazolam (xanax), carbamazepine (tegretol), phenytoin (dilantin), quetiapine fumarate (seroquel), trazodone and valproate semisodium (depakote). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 years 7 months after insertion of essure. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic congestion (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), migraine ("migraines"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had supracervical hysterectomy (uterus only) and she had unilateral salpingo-oopherectomy - righ and had to have a partial hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic congestion, pregnancy with contraceptive device, ovarian cyst ruptured, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, ovarian cyst ruptured, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Concerning the injuries reported in this case, the following one was descrtibed in patient's medical records: pregnancy with contraceptive device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2019: quality-safety evaluation of ptc. Incident we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: left coil migrated to uterus"), pelvic congestion ("pelvic congestion syndrome"), pregnancy with contraceptive device ("she had a child in november 2011/ pregnancy (with comlication)") and ovarian cyst ruptured ("ovary bust") in a 32-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no" and device ineffective "device ineffective". The patient's medical history included multigravida, multiparous and miscarriage. Previously administered products included for an unreported indication: depo shot from 2000 to 2002. Concurrent conditions included obesity, methicillin-resistant staphylococcus aureus infection, fibromyalgia, adhd, bipolar disorder, seizure, osteoarthritis, acute appendicitis, allergic reaction to analgesics (nausea and vomiting), allergic reaction to analgesics (rash and edema) and penicillin allergy (rash and edema). Concomitant products included alprazolam (xanax), carbamazepine (tegretol), paroxetine hydrochloride (paxil), phenytoin (dilantin), quetiapine fumarate (seroquel), trazodone and valproate semisodium (depakote). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 2 years 7 months after insertion of essure. In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic congestion (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), migraine ("migraines"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she had supracervical hysterectomy (uterus only) and she had unilateral salpingo-oopherectomy - righ and had to have a partial hysterectomy.). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic congestion, pregnancy with contraceptive device, ovarian cyst ruptured, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, ovarian cyst ruptured, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Concerning the injuries reported in this case, the following one was descrtibed in patient's medical records: pregnancy with contraceptive device.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-nov-2018: new pfs + social media received- new event ovary bust was added.outcome of pregnancy was updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: left coil migrated to uterus"), pelvic congestion ("pelvic congestion syndrome") and pregnancy with contraceptive device ("she had a child in november 2011") in a 32-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida, multiparous and miscarriage. Previously administered products included for an unreported indication: depo shot from 2000 to 2002. Concurrent conditions included obesity, methicillin-resistant staphylococcus aureus infection, fibromyalgia, adhd, bipolar disorder, seizure, osteoarthritis, acute appendicitis, allergic reaction to analgesics (nausea and vomiting), allergic reaction to analgesics (rash and edema) and penicillin allergy (rash and edema). Concomitant products included alprazolam (xanax), carbamazepine (tegretol), paroxetine hydrochloride (paxil), phenytoin (dilantin), quetiapine (seroquel), trazodone and valproate semisodium (depakote). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On 4-jan-2012, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic congestion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had supracervical hysterectomy (uterus only) and she had unilateral salpingo-oopherectomy - right). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Concerning the injuries reported in this case, the following one was descrtibed in patient's medical records: pregnancy with contraceptive device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: left coil migrated to uterus"), pelvic congestion ("pelvic congestion syndrome") and pregnancy with contraceptive device ("she had a child in (B)(6) 2011") in a 32-year-old female patient who had essure (batch no. 626919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included multigravida, multiparous and miscarriage. Previously administered products included for an unreported indication: depo shot from 2000 to 2002. Concurrent conditions included obesity, methicillin-resistant staphylococcus aureus infection, fibromyalgia, adhd, bipolar disorder, seizure, osteoarthritis, acute appendicitis, allergic reaction to analgesics (nausea and vomiting), allergic reaction to analgesics (rash and edema) and penicillin allergy (rash and edema). Concomitant products included alprazolam (xanax), carbamazepine (tegretol), paroxetine hydrochloride (paxil), phenytoin (dilantin), quetiapine (seroquel), trazodone and valproate semisodium (depakote). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, 2 years 7 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic congestion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), abdominal pain upper ("stomach pain") and vulvovaginal pain ("vaginal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (she had supracervical hysterectomy (uterus only) and she had unilateral salpingo-oopherectomy - righ). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, device expulsion, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, abdominal pain upper and vulvovaginal pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic congestion, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.3 kg/sqm. Concerning the injuries reported in this case, the following one was descrtibed in patient's medical records: pregnancy with contraceptive device.. Most recent follow-up information incorporated above includes: on 6-aug-2018: information from pfs and mr. New reporters added. Patient¿s demographics added. Historical and concomitant condition and drugs added. Indication updated. Lot number added. Removal date updated. New events added: urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), migraines, headaches, migration of essure device location of device: left coil migrated to uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (uterus), stomach pain, vaginal pain, pelvic congestion syndrome, essure confirmation test(s) conducted: no and she had a child in (B)(6) 2011 (as per mr). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("surgery to remove the device") in a female patient who had essure inserted for birth control. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2012, 2 years 7 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.